Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's parent that the customer was in the doctor's office and noticed the act button is hard to press. The device has an unresponsive button. The customer's blood glucose was unknown.